Manufacturer narrative:
The device history record for the lot number provided will be reviewed. No conclusions can be made with out the device for analysis. Information has been added to the database for trending purposes.

Event description:
The caller reported that they inserted a 7.5 endotracheal tube into a patient and felt that they did not have a good seal. They could not get good ventilation. Following hospital protocol they pulled out the tube. Examining the cuff after the tube was removed, the cuff appeared torn. The patient was re-intubated with another 7.5 endotracheal tube that was successful. Intubation was done in the ICU. The caller did not know if the patient had abnormal anatomy or was difficult to intubate.